Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button of insulin pump had harder to press. Customer's blood glucose value was unknown at the time of the incident. Customer stated that display of insulin pump was scratched. Customer stated that battery of insulin pump was diminished and had random no delivery alarms. The device will not be return for analysis.